Event description:
Info was rec'd that reported a pt had been hospitalized due to hypoglycemia. Reporter states she gave a bolus for a blood glucose reading of 198 mg/dl in addition to a meal bolus for lunch. Reportedly, shortly after delivery, she became unconscious. The paramedics were called and they measured her blood glucose at 36mg/dl. She was transported to the hospital where she was treated with glucose and IV fluids; and then discharged. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.